Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) power cord would get stuck. There is no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, d4 catalog number, version/model number, UDI number, e1 initial reporter name, e2 , g2, h6 medical device problem code, health clinical and impact code additional contact number: (B)(6). Due to character limit in e1 initial reporter name is (B)(6). It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) power cord would get stuck. The customer stated that the cord could only be pulled out about 4 feet before it would get stuck. All troubleshooting attempts were unsuccessful. If any pertinent information is provided in the future, the complaint will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump's (iabp) retractable ac cord was stuck.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. After further review, this event has been determined to be non-reportable to the FDA since retractable ac cord was only stuck and there was no other malfunction observed with iabp. Consequently, no follow-up emdr is required. Please cancel in your database.